Event description:
In (B)(6) 2007, I contacted a doctor to observe and diagnose a problem I was having with pelvic organ prolapse. After several appointments, the doctor recommended surgery to place a mesh product in my vaginal area to hold up the bladder. On (B)(6) 2007, I had the surgery to implant the gynecare mesh bladder sling. After several month or rehab in (B)(6) 2007, I was able to go walking somewhat. During that first walk, my bladder began leaking more than ever. I returned to doctor's office the following week and she recommended implanting a tvt sling now. So, (B)(6) 2007, a tvt sling was inserted. After surgery, I was unable to urinate, so the foley catheter remained in when I went home. This continued to be a problem for the next two weeks and I returned to doctor again only to schedule another surgery to loosen the sling on (B)(6) 2007. Again I went home with a catheter and was unable to urinate without self catheterizing for several months. I returned to the doctor and she recommended therapy. The therapy did help me with the stress of all these months unable to urinate on my own. After the (B)(6) surgery, I could no longer feel comfortable returning to the doctor. In (B)(6) 2007, I was still having problems urinating without pain, and unable to have intercourse as well. I made another appointment with a new doctor (dr (B)(6)) had to wait for 6 months to see her. By (B)(6) 2008, I was still experiencing problems urinating, and sexual intercourse extremely painful . On (B)(6) 2008, dr (B)(6) had to remove the mesh which had resection in my urethra. Complete reconstruction of the urethra. Six more months of physical therapy and pain. F/u appointments and things seemed to be healing. In (B)(6) 2010, I was having pain during intercourse and other times, so I returned to the urogynecology office only to find out the mesh is breaking through the wall of the vaginal area causing pain. On (B)(6) 2010, I had my fifth surgery, this time to remove more of the mesh product that was cutting into the vaginal wall. Again I returned to physical therapy for several months. The pain continues and intercourse is always painful, this is what I have learned to live with. I only hope I don't have to have more surgery, but the doctor thinks it will continue to erode.